Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter revision kit function. Device was discarded and was not returned for additional evaluation and investigation. There was no additional documentation or information available from the catheter replacement surgery. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received that reported a catheter replacement. It was reported that the patient had been in the hospital due to covid infection about a year and a half ago, which caused them to miss their refill appointment. This resulted in their pump running dry and having withdrawal symptoms. After all of their subsequent refill appointments, they requested an increase and stated that their pump was not helping enough. A catheter dye study was performed, which stated that the catheter could not be aspirated. The catheter was later replaced, and the replaced catheter was discarded.